Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced ineffective stimulation. Subsequently, the patient underwent surgical intervention on (B)(6) 2016 wherein the alleged lead was disconnected (not explanted) from the ipg and another lead of different model was implanted. Reportedly effective stimulation was restored postoperatively.